Event description:
The event is reported as: customer alleges: "the clips fell out of the applier during prep away from the patient, no clips fell into the patient." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.